Event description:
This is a report of a patient who was receiving unspecified infusate(s) via an interlink continu-flo infusion set when blood and fluid backflow was noted at an interlink injection site. Attempts to gather clinical information as to serious injury and/or intervention have been unsuccessful. In the absence of this information it will be assumed that this represents a serious injury. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The sample was visually inspected and the septum of the injection port in the sub-assembly segment (bottom port) was dislodged. The issue was confirmed visually. The root cause investigation is in progress. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.